Manufacturer narrative:
Concomitant medical product: 5592-53 lead implanted: (B)(6) 2007.

Event description:
It was reported that an audible alert had triggered. Interrogation of the device showed that a svc (superior vena cava) lead impedance warning had triggered due to high svc lead impedance on the right ventricular (rv) lead. There was also an alert for rvtip to rvcoil high impedance and high rv threshold. An apparent rv coil conductor fracture was suspected. The lead remains in use, however a single coil defib rv lead was also added. No patient complications have been reported as a result of this event.